Event description:
Baxter reported leakage from the transfer set. During evaluation, the cause of the leakage was discovered to be broken occluder feet. No patient injury or medical intervention was reported.

Manufacturer narrative:
Eval summary: results indicate confirmation of the reported event. Renal product surveillance, quality engineering, and plant manufacturing will continue to monitor this product line and take corrective / preventive action as appropriate.